Event description:
The customer reported via phone call that there was a clear circle on the insulin pump. It was also reported the customer experienced low blood glucose that led to a coma. Customer was treated with 40 units of insulin during this event. The customer also declined to troubleshoot for the weak signal/lost sensor alarm they received. Customer's blood glucose was unknown at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.